Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field complaint of lead anomaly was not confirmed in the laboratory. Damage found was sustained in the field. The lead exhibited normal electrical and mechanical characteristics. No anomaly was found.

Event description:
It was reported that the lead was damaged when stylet was inserted. The lead was replaced.